Event description:
The customer reported the workstation would not turn on. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge svc rep performed an over the phone investigation. The isd board was during the svc call. The sys was found to be working as intended and put back into svc.